Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to emergency room on (B)(6) 2020 due to a high blood glucose of over 400 mg/dl. Blood glucose at the time of the call was 157 mg/dl. Customer reported symptoms related to high blood glucose such as stomach pains. Customer was treated with insulin drip. Customer has been using the pump within 48 hours of the reported high blood glucose level. Auto mode was active at time of the incident. Customer reported that the device was no longer alarming for high blood glucose alerts. They did not hear beeps when the audio volume settings were saved. The device failed the audio test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Device passed tone check on self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio anomaly noted during testing. No pump error 63 noted during testing or in the formatted history file. Device failed vibrate check on self test due to corroded vibrator motor. Device uploaded properly using carelink. Device had scratched display window cover, scratched case, cracked case at the battery tube side, pillowing keypad overlay and keypad overlay texture damage. The test p-cap and reservoir does lock in place in the reservoir compartment.